Manufacturer narrative:
During the investigation it was determined that the unit powered on using internal batteries. Some led segments did not illuminate per the customer complaint. The device was able to engage in monitoring. The internal examination revealed corrosion on system board due to fluid ingress. The system board was replaced with known good lab stock system board and the unit was able to engage in monitoring using masimo test module and finger/sensor. The unit alarmed appropriately when thresholds were breached. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that the upper display field (spo2 display) has a missing segment.no consequences or impact to patient were reported.